Manufacturer narrative:
Findings: unit received with intermittent buttons due to corroded keypad traces. Unit received with minor scratches on lcd window. Unit received missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their is insulin pump issue. Customer's blood glucose was 15 mmol/l. The customer stated that she tried to set bolus when insulin pump made unexpected reset, time date erased and buttons are not responding. Customer was advised that the device would be replaced and agreed to return the product for analysis.